Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after 11ml was infused, the device exhibited ¿remaining 89ml¿ and the device ¿failed.¿ per reporter, it was unclear what the failure was. The patient reportedly restarted the device, but it kept shutting off and chirping until they took out the batteries. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.